Manufacturer narrative:
The user reportedly was transferring into their chair and cut their leg requiring stitches. Nature of complaints suggests a potential transfer error or limb impact during a transfer. No history to suggest a product problem.

Event description:
When the consumer was transferring from his manual wheelchair to his power wheelchair, he allegedly cut his leg on the seat pan, resulting in 8 stitches.